Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6). H3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. No performance allegations were made against the controller. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed an increase in power consumption and estimated flows beginning on (B)(6) 2025, leading to parameters above normal operating range, followed by a sudden decrease in parameters on (B)(6) 2025. In addition, four (4) high watt alarms and twenty-seven (27) low flow alarms were logged since (B)(6) 2025. Of note, several vad speed and alarm limit changes were logged since (B)(6) 2025 at 16:57:32. Review of the event log file revealed a controller power down and one (1) vad disconnect alarm were logged on (B)(6) 2025 at 11:20:01, indicating a physical disconnection of the driveline from the controller. As a result, the reported high power and low flow events were confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that the patient expired after experiencing vad thrombosis and cardiogenic shock. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of vad disconnect alarm can be attributed to physical disconnection of the driveline from the controller. Per the instructions for use, device thrombus, pain, death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the emergency room with chest pain. The patient was found to have a thrombus in the pump inflow cannula, which was associated with a sudden reduction in device flow and suspected inflow cannula obstruction. High watt and low flow alarms were triggered, indicating potential inflow cannula obstruction. The patient was on compliant with anticoagulation therapy, as evidenced by an international normalized ratio (inr) around 1, and had a history of cocaine use as a risk factor for thrombus formation. Blood tests, a computed tomography (CT) scan (which was negative), and a transesophageal echocardiogram were conducted, though the tee results were not available. After intubation, the vad flow decreased to zero, and the patient was placed on extracorporeal membrane oxygenation (ECMO) for three days but did not recover and the patient died. The cause of death was determined to be vad thrombosis and cardiogenic shock.